Event description:
A hosp reported to our distributor that a crack was found on mr290ef humidification chamber that resulted in water leakage. This was found during use. No pt consequence was reported.

Manufacturer narrative:
The actual device involved was investigated. Results: the crack is confirmed. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the crack is due to the impact on the humidification chamber body. No further investigation will be conducted on this complaint. We have received other complaints of cracked humidification chambers with an occurrence rate of approx 0.00004% worldwide for the last yr.